Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture

Event description:
Serbia. Allegedly, a breast implant placed in (B)(6) 2025 subsequently suffered rupture and was explanted in (B)(6) 2026. (Sn: (B)(6).